Event description:
A malfunction was reported with the customer's pump, but no notable events occurred beforehand. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on blood glucose levels. Tandem technical support decided to replace the pump, and the customer will use a backup therapy of multiple daily injections. Technical support informed the caller that a replacement pump with updated software would be sent, along with instructions for using it with the g7 sensor. The customer understood and acknowledged these instructions and will return the faulty pump using a pre-paid shipping label within ten days.